Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "pacer fault 116" and "defib fault 78" messages. Complainant did not indicate that there was any patient involvement in the reported malfunction.